Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined. If any additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that there were cracks on the tubing of a minicap transfer set. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the main body of the device to be cracked. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported issue was confirmed through evaluation. A review of all batch record documents for lot number h12j19071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.